Event description:
It was reported that a patient was transferred from a wheelchair to a bed. The caregiver noticed that the patient leg was cut and was bleeding. The laceration required 9-10 sutures.